Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient, who underwent a battery replacement on (B)(6) 2024, is having high lead impedance. As a result, the patient is scheduled to undergo a lead revision. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received from the physician confirming the date the high impedance was first seen, and noted that the patient underwent a lead revision 2 weeks after the high impedance seen. The explanted lead has not been received by product analysis to date. The patient has not experienced any recent trauma or manipulation. The physician also noted that the generator was left off following the lead revision, but was tested in the operating room and the output current and impedance were within normal limits. Additional information was received from the physician noting that the lead appeared fully inserted prior to explanting it, and the lead pin was removed and re-inserted during the procedure. The physician also specified that no x-rays were taken after the high impedance was seen initially. No other relevant information has been received to date.